Event description:
Customer reported air bubbles in the tandem mobi cartridge, which were observed during the pumping process. There was no adverse impact to the customer¿s blood glucose level. Customer primed the tubing to address the issue.